Event description:
It was reported the device displayed error code 1720. No patient injury was reported.

Event description:
Additional information received on 26-may-2022. Event did not occur while in use by patient. Issue found during testing.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no labels removed and scratched screen. Functional testing:the device was powered up and alarmed which identified an issue with the back-up capacitor. The root cause of the reported issue was found to be the back-up capacitor.